Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's problem regarding delivery accuracy was unable to be duplicated; three different delivery accuracy tests were performed all of which were within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump. Based on the evidence, the complaint was not confirmed, and no fault found.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump failed accuracy testing (-9.3%) and had a damaged lens. No patient was involved in this event. No adverse effects were reported.